Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that the air vent was assembled incorrectly. The sample was functionally tested and a leak was noted. The reported condition was verified. The cause of the reported condition was incorrect assembly of the air vent. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was identified from the spike¿s air vent of a solution administration set. The set was primed with normal saline. There was no patient involvement. No additional information is available.